Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer removes the cartridge prior to entering the load screen on the pump. Customer's blood glucose level was not impacted. It was confirmed that the customer had insulin pens available as alternate insulin therapy.